Manufacturer narrative:
Additional narrative: patient identifier: (B)(6). Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the multifunctional rod for insertion instrument when screwed into the antirotation screw, the threaded portion broke off in the backside of the antirotation screw. There was ten (10) minutes surgical delay. The procedure was successfully completed. There was no patient consequence reported. This report is for one (1) multifunction rod for insertion instruments. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Product: 03.168.010. Lot: 97p6702. Manufacturing site: balsthal. Release to warehouse date: april 14, 2021. A manufacturing record evaluation was performed for the finished device 03.168.010 lot 97p6702, and no non-conformances were identified. Visual inspection: the multifunction rod f/insertion instr was returned and received for analysis. Upon visual inspection, the tip of the device was found to be broken, fragment is missing in the evidence. No other issues were observed with the returned device. Dimensional inspection: the diameter of the neck of the tip was measured to be within the specification of as per the drawing. Document/specification review: current and manufactured revisions were reviewed. Investigation conclusion: the reported condition of the complaint device (imultifunction rod f/insertion instr) is confirmed. The tip is broken. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/ specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.